Event description:
The core impaction drill was sent for evaluation due to overheating during a third molar removal procedure. The procedure was completed with a readily available alternate device without any clinically significant procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis the handpiece was not recognized by the consoles so the device could not be run.